Event description:
The patient reported that the implantable pulse generator (ipg) turns off for a few seconds at odd times. The patient indicated being able to feel the "heart flutter, stop and then thump." Follow up is in progress to gather further information about the device and the patient. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).